Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. After a guide wire crossed the lesion, a 6.0mmx220mmx150cm (4f) sterling balloon catheter was advanced for post-dilatation. First dilatation was performed without issues; however, during the second inflation, the balloon became unable to dilate and ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated.  Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The balloon was loosely folded. There are numerous shaft kinks. The tip is damaged. Microscopic examination revealed that the balloon has a pinhole 17.6cm from the proximal markerband. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. After a guide wire crossed the lesion, a 6.0mmx220mmx150cm (4f) sterling¿ balloon catheter was advanced for post-dilatation. First dilatation was performed without issues; however, during the second inflation, the balloon became unable to dilate and ruptured. The procedure was completed with another of the same device. No patient complications were reported.